Event description:
It was reported that the patient presented in-clinic for a follow up. Interrogation showed that the patient's right atrial (ra) lead exhibited failure to capture and undersensing. The ra lead was explanted and replaced. The patient was stable throughout the procedure.